Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, only the tip of the brush was returned, and the fracture surface had a shape as if it had been cut by a sharp object. When the wire's external dimensions were measured, they were within the standard values and there were no problems. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the tip of the subject device had was stuck in the channel and had been cut/fractured. There were no reports of patient involvement.